Event description:
It was reported by the customer's father, that the customer had air bubbles in their tubing. Customer's blood glucose level at the time 345mg/dl. Troubleshooting occured. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.